Event description:
It was reported that a Spectrum IQ Infusion Pump experienced upstream occlusion alarms and subsequently reported downstream occlusion alarms during patient infusion. The customer reported difficulty loading the administration tubing, repeated occlusion alarms, infusion interruptions, and difficulty closing the pump door. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.